Event description:
It was reported that a smiths medical pump alarmed: no disposable, pump wont run. Res vol is 35.6 ml, rate is 2.1 ml/hr, given is 62.55 ml. A few small air bubbles observed in the tubing that extends across the top of the cassette. Patient not affected. No further information available.